Event description:
The facility's secretary reported an infusion pump with a failure code 808.07 which occurred during biomed testing. The secretary stated that there have not been any pt incident reports filed since the last baxter service event.